Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer reporting an auxiliary alarm failure message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm or other patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The customer reported the error message appeared on the screen while the device continued to cycle breaths. The bme reported the issue could not be duplicated but the following diagnostic codes were found in the device event log: auxiliary alarm supply failed (ec 1115) and cooling fan speed error (ec 1125). The rse verified the power management (pm) printed circuit board assembly (pcba) and motor control (mc) pcba were both previously replaced, and the cooling fan was fully operational. The bme reported the fan indicated 4200 rpm in pneumatics, which is within specifications. The front panel light emitting diodes (led) illuminated properly, and unit switched to battery power and back to alternating current (ac) power when prompted. The rse advised the customer the recommended repair per the v60 service manual, which was to replace the pm pcba or the power supply. The investigation is ongoing.